Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the patient's discharge equipment was being put together, the power cable that came with the mobile power unit (mpu) did not seat deeply enough in the socket for the latch to engage. As a result, it was quite loose. The problem seemed to be only with the plug. The latching mechanism was clearly misaligned with the plug's overmolding. Other power cables had fit fine. The power cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) ac power cable having connection issues was unable to be confirmed. The mpu did not return for analysis, and no photos or other documentation were submitted for review. Provided information indicated that the v-lock mechanism was misaligned, and that exchanging the cord resolved the alarm. Attempts were made to obtain additional event information, but no response was received. The reported event of a misaligned mpu ac power cord v-lock connector was not confirmed. A corrective action was initiated to investigate the misaligned mpu ac power cord v-lock connector; however, this corrective action could not be conclusively correlated to this investigation because the event was unable to be confirmed. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.